Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 3.5-10/4t/90 symmetry stiff shaft balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 3.5-10/4t/90 symmetry stiff shaft balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR.: symmetry stiff shaft balloon catheter was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied. The inflation device was verified, before and after use with a calibrated pressure gauge. This inflation was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no damage or issues with shaft of the device. No issues were identified during the product analysis.